Event description:
The ventilator suffered a dual mode failure whilst in use, (1) the unit stopped ventilating and (2) the alarms failed to sound until the unit was disconnected from the pt. No injury was caused to the pt whose saturation was checked at 99% at the time of the incident.